Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unk, the women health product ifus are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain and injury. The litigation does not specifically state which product was used on the patient therefore an unk complaint is being entered. Add'l info has been requested but not yet received.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.